Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a difference of 1 diopter of power. The patient's symptoms have resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced poor vision. The lens was exchanged for a different lens within two months after initial implantation. Residual refractive error was the clinical reason given for the iol exchange.